Manufacturer narrative:
No information was provided in the complaint that would point to a cause for the result discrepancy or the error messages. Further investigation was not possible as no product was returned for investigation.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer's mother reported they received questionable results from coaguchek xs meter serial number (B)(4). She stated her mother is a registered nurse and trained her on how to use the meter correctly. On (B)(6)2017 at 5:24 pm, the result from the meter was >8.0 inr. The customer's mother took him to the ER per the doctor's request for a laboratory test. At 6:30 pm the result was 9.9 inr by a venous draw tested in the laboratory with an unknown reagent. The customer was not treated and was sent home. On (B)(6)2017 at 11:34 am, the result from the meter was >8.0 inr. At 2:30 pm, the result was 4.1 inr by a venous draw tested in the laboratory with an unknown reagent. At 4:45 pm, the result from the meter was 6.6 inr. At 4:47 pm, the result from the meter was 6.2 inr. A new finger was used for each test. The customer was not adversely affected. The customer's mother stated the doctors do not believe the results from the meter are accurate so they are dosing him based only from laboratory results. The customer was dehydrated and had not been eating. The doctors think this is why the inr was so high. The customer was not anemic, was not on heparin or direct thrombin inhibitors, and had no antiphospholipid antibodies. The customer's coumadin dosage has not changed, there are no new medications, and no diet changes. The customer had no bleeding or bruising. The therapeutic range was 2.5-3.0 inr. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 186864-23) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.

Manufacturer narrative:
The returned meter and masterlot strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.2 inr and 2.9 inr. Donor hct: 60% and 52%. Testing results: donor #1: master lot / customer strip and meter. 2.2 inr/ 2.2 inr. Donor #2: master lot / customer strip and meter. 2.9 inr/ 2.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specification.